Event description:
It was observed that during the device evaluation, the colonovideoscope had corrosion on the bending section cover and dirt on the objective lens. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the corroded bending section was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.